Event description:
A nurse contacted corporate product surveillance on november (B)(6) 2010 to report, a home patient placed an order for minicap extended life pd transfer set extra short (4") with twist clamp ((B)(4)) lot h10b05029 on the (B)(6). On (B)(6) he noticed, it was cracked during use. There was no patient injury but patient was given prophylactic antibiotics. Product surveillance contacted the pd rn on (B)(6) 2010 regarding the report of the cracked transfer set. Per the pd rn, this is not the first time that the hp has had a problem with the transfer set. The pd rn stated, there is a crack along the base of the mini cap, but no leaks. The pd rn stated, the hp swears she is not over twisting the transfer set. The hp is using alcavis as a disinfectant on the transfer set. The pd rn stated, the hp is going to a surgeon today as the hp is having pain around the exit site. The writer explained to the pd rn that she will receive mailing instructions to send the transfer set back to baxter for evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The results of a sample evaluation revealed a crack in the light blue main body. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.